Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000518 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and at the time of inserting a catheter into the sheath, there was negative pressure within vizigo short, and a significant amount of bubbles were observed to be mixed in. The issue was resolved by replacing the sheath with a new one. Additional information was received which indicated that air was confirmed to be mixed in both the side port and the hemostatic valve (hub). Immediately after advancing the catheter, the air bubbles entered as if negative pressure had been applied. No air was being introduced into the patient. No adverse patient consequence was reported.